Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently on (B)(6) 2015, the patient underwent a procedure to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.